Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The root cause for the malfunction has not yet been identified. No additional information has been disclosed.